Manufacturer narrative:
Visual analysis was performed on the returned device. The reported failure to fire/deploy was not confirmed as the device was returned deployed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported failure to fire/deploy could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using a prostyle device after a diagnostic procedure with a 7f sheath. Reportedly, during step 2, the device failed to deploy the needles. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.